Event description:
When attempting to inflate the esophageal balloon during gastroscopy it was noted on the viewing monitor that the balloon had become detached from the catheter proximately. The balloon was subsequently removed from the pt.